Event description:
A pt reported blood glucose results of "330 mg/dl" with a lifescan meter and "249 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. Check strips test performed two successive days fell within the range (95 and 97/ 82-112 mg/dl). The pt added two units of unsulin to their morning and evening dose, however, no adverse events occurred. Pt did not report any symptoms.